Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tech at the field stated that they did visually look over the instrument when it was open to them. At the time that they inspected the instrument they did not noticed any abnormalities with the instrument. At first, the surgeon thought it was that the instrument needed to be reseated in the faceplate or that the faceplate needed to be reseated to the arm. When the pa was at bedside, the pa completed these trouble shooting measures and the issues still persisted. That is when the surgeon requested a new instrument. The issue with the instrument issue was noticed within 5 minutes of use. The surgeon noted that the instrument felt sluggish in its response to the masters. There was no collusion of the instrument with any components of the case. The needle did fall when the needle driver lost its grip, but the needle was attached to suture that was already through tissue and mesh. The instrument was removed after the trouble shooting efforts proved to be unsuccessful. The wrist was straight when removed from the patient. The pa felt no resistance when removing the instrument from the arm. No resistance was felt when the instrument was removed. There was no cannula damage per the tech. There wasn't any external damage to the instrument, that was visualized by the tech. When the surgeon was finished sewing the mesh in place, the pa removed the needle with the tech to verify that is was removed. All fragments/the needle was removed and verified by two counts by the rn & tech. No additional surgical procedure was required to remove the needle. The procedure was completed robotically. No injury was reported by staff day of or patient at post-op check by pa. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Relevant tests, results, and the dates performed include the patient having a CT done on (B)(6) 2023 that diagnosed the hernia that had occurred. Relevant patient history, including pre-existing medical conditions include the patient having a cystectomy with urostomy due to bladder cancer. The surgeon preformed a robotic assisted component separation, myofascial advancement flap for an incisional hernia & parastomal hernia repair with mesh. Isi did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage which may indicate potential mishandling/misuse / do not show damage. Updated fields: b6, b7.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da-vinci assisted parastomal hernia repair hernia procedure, the mega needle driver instrument would not hold onto the "o-stratafix on a CT-1" when the surgeon went to insert the needle through tissue to secure mesh. This allowed the needle to turn in the wrong direction or fall completely out of the instrument's jaws. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.